Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, the customer has checked the display connector cables, but the problem remains unresolved. A video was provided, and it appears that the touch screen was operational even when the unit was not connected to the patient. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 touch screen is not reacting on touch inputs properly. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical was able to confirm the issue which was caused by a user error. There is only a visible delay when the user changes patient profiles excessively in the start screen and during log file downloading, which is normal behavior. No CAPA needed as individual user fault. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.